Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Various troubleshooting techniques were attempted but were unsuccessful. An invasive procedure was performed. The device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies. It was confirmed that the device had no telemetry and a memory download could not be performed. The device case was opened in order to assess the internal components. Initial electrical testing revealed that the transformer had failed, resulting in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected.